Manufacturer narrative:
The customer reported that this central nurse's station (cns) boot loop and displayed an hdd port error message. The customer swapped the hdds and the error followed the hdd2. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied by stating; we are unable to get all the serial numbers and models connected to this device.

Event description:
The customer reported that this central nurse's station (cns) boot loop and displayed an hdd port error message. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) boot loop and displayed an hdd port error message. The customer swapped the hdds and the error followed the hdd2. There was no patient injury reported. Investigation summary: the reported issue was confirmed based on log reviews and evaluation of the returned device. The hdds failed and required replacement. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 2: on (B)(6) 2025, emailed the customer via microsoft outlook for all information in the ni list above: the customer replied by stating; we are unable to get all the serial numbers and models connected to this device. Additional information: b4 date of this report. D9 is this device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported that this central nurse's station (cns) boot loop and displayed an hdd port error message. There was no patient injury reported.